Event description:
The manufacturer received information alleging a ventilator's lcd screen malfunctioned. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's lcd board needs to be replaced to address the issue. No repairs were performed. The device was scrapped.